Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA #891355. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. However, further investigation has been initiated through CAPA #891355. The investigation is still on-going and improvements will be made as the potential causes are identified. Root cause description: although no samples or photos were available for evaluation, bd has initiated further investigation through CAPA #891355 to identify the potential root cause(s). Rationale: based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue and implement corrective actions. The investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified.

Event description:
It was reported that the bd vacutainer® ultratouch¿ push button blood collection set failed to completely retract after the blood collection. The following information was provided by the initial reporter: "just wanted to let you know that we had an ultratouch 23g butterflies that fail to fully retract into the housing after collection ¿ different lot # that the one's the other week."

Manufacturer narrative:
Date of event: unknown. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: common device name: fpa; medical device type: intravascular administration set. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® ultratouch¿ push button blood collection set failed to completely retract after the blood collection. The following information was provided by the initial reporter: "just wanted to let you know that we had an ultratouch 23g butterflies that fail to fully retract into the housing after collection ¿ different lot # that the ones the other week."